Event description:
Healthcare professional reported right side "old/rupture." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of "old/rupture" is attributed to a non-abbvie device. This record is no longer FDA reportable for an abbvie device. Clarification g.1 manufacturing site name: unknown manufacturer.

Event description:
Healthcare professional reported right side "old/rupture" against a non-abbvie device. The device has been explanted and replaced.